Event description:
It was reported that the customer's insulin pump had an error alarm and the insulin was squirting out. It was stated that the piston continues moving forward after it makes contact with the reservoir, and insulin squirts out, followed by the error alarm. It was stated that the numbers did not appear on the screen, and the beeps could not be heard. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.